Manufacturer narrative:
Event date: exact date unknown, event occurred a month a go from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 7070671/7070602.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted device components were discarded by the medical facility and will not be returned.